Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address metal debris, pain and discomfort. Update jun 15, 2017: legal medical records received. In addition to what was previously litigated, litigation alleges abnormal walking gait and patient's hip pain affect his mobility and activities of daily living. After review of medical records for MDR reportability it was reported that the patient was revised to address metallosis. Revision notes reported patient was experiencing groin discomfort, elevated cobalt and chromium levels, MRI scan consistent with pseudotumor. There was some metal staining of the vastus lateralis with a large pseudobursa protruding through the abductors creating some defect in the greater trochanter with some minor movement at trochanter. Anterior capsule had minimal staining. The posterior aspect of her femoral neck had some notching of the femur. The acetabulum itself appeared intact with no notching. There was some fragmentation of the trochanter from osteolysis. Added laboratory information. Updated all the product and added the stem for the alleged elevated metal ions. This complaint was updated on: jun 28, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, and metallosis.